Event description:
Unomedical reference number (B)(4). Event occurred in the united states . It was reported that patient faced four infusion set cannula bent events on 22-apr-2024. Event occured within three hours of insertion. Insertion site was at abdomen. Blood glucose levels at the time of event were between 200-400 mg/dl. Patient replaced infusion set and resumed insulin successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4)- device 1 of 4.